Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tip of a bd¿ luer-lok control syringe broke off inside a ¿flow switch¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received for investigation. Investigation was performed based on photo received. A single used 10ml control syringe was depicted in the photo. The luer collar appears intact in the photo, however the tip appears to have been broken off. The reported failure occurred during the product manipulation after use. It is unknown what the product was being connected to and how it was being ¿unscrewed¿ from the device and under what conditions it was being used. Manufacturing processes review did not indicate any issues as indicated above. Based on the available information, the failure cannot be attributed to bd manufacturing process. The evaluation did not change the outcome of the investigation reported in supplemental MDR # (B)(4), MFR. Report # 1213809-2018-00119.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7235662 (p/n 304134): manufacturing dates: 10/02/2017 to 10/03/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235662 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No root cause can be determined as no samples were received. Based on the severity and occurrence a CAPA is not necessary.